Event description:
It was reported that the foley catheter stopped draining. The nurse was going to replace, so they aspirated on the balloon port and did not getting any volume. The balloon port was noted to be damaged.

Manufacturer narrative:
The reported event was confirmed cause unknown. One sample were confirmed to exhibit the reported failure. The device had not met specifications. The product was used for patient treatment. The product caused the reported failure. Visual evaluation of the returned sample noted received a used 3-way used latex catheter. Visual inspection noted that the inflation port/valve cap was damaged. Flushed and successfully filled the drainage lumen with d.I. Water and it flowed through the lumen with no leaks noted from the catheter. Attempted to inflate balloon with 35 ml of d.I. Water and it immediately started leaking around the inflation cap and the balloon could not be inflated. Microscopic visual observation: observed sample under microscope at 5x and 10x magnification. The blue plastic sleeve had melted onto the cap which caused the balloon to not be able to be inflated. This does not meet specification, which states that "the valve must be present, the height and position must be correct. Inclined valve is not allowed". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. A labeling review was not performed because labelling could not have prevented the reported failure. Correction: d. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was evaluated.

Event description:
It was reported that the foley catheter stopped draining. The nurse was going to replace, so they aspirated on the balloon port and did not getting any volume. The balloon port was noted to be damaged.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.